Event description:
It was reported to vyaire medical that the bellavista1000 us is giving alarms tf 300 316 400 and 545 which indicates that the insp valve is stuck. No patient involvement was reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The device log files were returned to technical support for evaluation. Review of the logs found multiple technical failures indicating the inspiration block required replacement. A new inspiration block was ordered by the customer to resolve the reported issue.